Event description:
Initial result for a pt calcium was 7.4 mg/dl. When repeated, the result was 8.2 mg/dl. The incorrect result was not used to guide pt therapy. The field service representative recommended the account perform the test in batch mode.